Manufacturer narrative:
G9- the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the recharger was replaced and the patient was asked to recharge the ins. The patient still complained that after 30 minutes, they felt warm in the stomach and had to stop recharging. During 30 minutes the ins battery recharged to 25% and after about 4 hours both the recharger and ins were at 50%. There was a very big coverage problem, it was difficult to get any coverage and start charging. Very often disconnection occurred, moving the charging part after the implanted battery. The ins had turned off, and then turned on/off. The patient was coming in for a clinic visit on (B)(6) 2020. The cause was unknown but that patient recharges the ins in a short time of 30-45 minutes. The patient did not understand that to recharge the ins to 100 % it will take 6.5 hours with full range and stimulation off. It was explained to the patient how long the ins should be recharged to 100%. The neurosurgeon did not see any issues, and the wound around the ins was okay. The patient warming during recharging because there was no screen on power bank that showed high temperature of ins. The patient ha s not made any complaints regarding the recharger or ins since july 7th. It was noted that the ins was implanted in the right abdomen. It was thought to propose a new model ins intellis when it becomes available in poland.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported recharge issues and the implantable neurostimulator (ins) turns off on its own. There was a report that the patient could not recharge their device full to 100% and only to 75% but had to recharge it 3 times per 24 hours. The battery goes down to 25% very quickly but the patient had high amplitude. After 30 minutes of recharging session, the patient had to stop recharging the device because the recharger was very hot and the patient felt uncomfortable.